Event description:
Co received the report from the affiliate indicating that there was extraordinary thrombus formation during neuroradiological intervention. This might be due to a change in the clinic's heparinization process, but to be sure, they ask co to check both catheters thrombogenicity.